Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg is being scheduled for a replacement. The reason is unknown.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The reason for the surgery was that the patient said it was taking a lot longer to charge and had to charge more often. The patient has effective therapy post operatively.